Manufacturer narrative:
Medwatch fields d1-d4, g1, and g4 were updated. The field service engineer checked the analyzer, and several actions were performed. No specific information was provided. The investigation was unable to determine a specific root cause. The issue appeared to be resolved after the service actions.

Manufacturer narrative:
Clarification was received that the event occurred on cobas pure c 303 analytical unit serial number (B)(6). Sample 1 was tested on 01-dec-2025. An additional repeat result of 12.3 ug/l was provided. The repeat testing occurred on 02-dec-2025. Sample 2 initial result of <0.237 ug/l was accompanied by an invalidating data flag. Sample 2 was tested on 18-oct-2025. Medwatch fields b3 date of event and d4 lot no were updated. The investigation is ongoing.

Manufacturer narrative:
The customer used either a cobas pure e 402 analytical unit with serial number (B)(6) or a cobas c303 analyzer (unknown serial number). Clarification has not yet been received. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys ferritin results. Example 1 initial result was 7.82 ug/l, and the repeat result was 12.5 ug/l. Example 2 initial result was <0.237 ug/l, and the repeat result was 9.47 ug/l.